Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eleven years post filter deployment, CT revealed no large central embolus were present. A distal small embolus could not be excluded within the sub segmental vessels. Approximately, ten months later, CT revealed the apex of the ivc filter was located approximately 3.4 cm caudal to the renal veins. The tines appeared to project beyond the lumen of the ivc, however many times it was referred to be artifactual. Anteriorly this was contiguous to the transverse duodenum and posteriorly lumbar spine and on the left, a single tine was contiguous to the aorta. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for the alleged filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.